Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in a clearlink solution set. This occurred during infusion of noradrenaline at between 18ml/hr and 25ml/hr using a baxter infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation as well as photograph of the sample. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was under water tested with no issues noted and no leaks observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.